Manufacturer narrative:
A visual examination of the returned device found that the package was unopened and a hair of some type was at the top of the pouch. The hair was measured to be 10 millimeters long. A lot history search was performed and found no other complaints against lot number 8498716. A review of the device history record revealed no anomalies. The customer complaint is confirmed. It appears that during manufacturing the foreign material entered the pouch.

Event description:
It was reported to boston scientific corporation that while unpacking the rx pre-curved ercp cannula in preparation for use, it was observed that there was a foreign material resembling a hair inside the sealed package. According to the complainant, this procedure was completed using another device (device unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."